Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). The reason for call, was patient stated, they are having some irritation and pain around the battery pack (agent understood, this to be the implant). Patient stated, it has been hurting for several months. And their doctor told, them they can move it to the other side. Patient asked, if they could be allergic to the implant. Agent reviewed information. The patient was redirected to their healthcare provider to further address the issue. Additional information was received, from the patient. They reported, they were unsure what the cause of the reported issues were, but they think they are allergic. They noted, they were allergic to their pierced earrings. They noted, the cause remains unknown. They planned to have the device and wires removed on october 23.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.